Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 501 mg/dl. The customer¿s current blood glucose value was 588 mg/dl. The customer also mentioned other blood glucose values such as 501 mg/dl, 231 mg/dl, 200 mg/dl, and 371 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump, manual injection, insulin pen and carbohydrates. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump was not on auto mode at the time of incident the insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that product was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Device se: ngp. Customer returned device for alleged high blood glucose found on (B)(6) 2022. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and delivery accuracy test at .0867 inches. No unexpected alarms/alert/anomalies noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: cracked case (battery tube), pillowing keypad overlay, and stained serial number label. Device passes function testing, no unexpected alarms/alert/anomalies noted during testing. Unable to confirm alleged high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Device case: ngp customer returned pump for alleged high blood glucose found on february 01, 2022. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and dat at .0867 inches. No unexpected alarms/alert/anomalies noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.¿the following were noted during visual inspection: cracked case (battery tube), pillowing keypad overlay, and stained serial number label. Device passes function testing, no unexpected alarms/alert/anomalies noted during testing. Unable to confirm alleged high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Device was returned for analysis.